Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported the ipg had migrated within the pocket. Patient reported it had rotated and was painful to the touch. As a result, the ipg pocket was relocated and revised on (B)(6) 2025 to address the issue.